Manufacturer narrative:
This report is submitted on october 29, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, it was reported that the patient experienced poor performance with device. Reprogramming attempts were made; however the issue could not be resolved. It was also reported that the patient experienced device extrusion. Subsequently, the device was explanted and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on december 10, 2018. (B)(4).